Event description:
Customer reported via phone call that she was experiencing high blood glucose over 500 mg/dl. The customer stated the insulin pump had been alarming no delivery and she has been having some issues with the reservoirs and infusion sets. Customer stated that the alarm was resolved by a complete infusion set and reservoir change. The customer also reported that on (B)(6) 2015 she removed the tubing and insulin came out and the next morning she had high blood glucose and ketones. Customer was advised to call back if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.